Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash. The rash was described as a yeast infection under the patient's breast that was raw and had been bleeding. Follow up attempts were unsuccessful, and the outcome of the irritation is not known. There is no indication that a device malfunction caused or contributed to the reported skin irritation.